Manufacturer narrative:
Manufacturer's reference number: (B)(4). Device evaluation summary: the physical device was not received. A picture was received for evaluation following biosense webster's procedures. Analysis was completed on the photo. According to pictures provided by the customer, it is observed that the expiration date was june 08, 2024. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not available to been return for analysis. H6 investigation findings c22 - photo analysis. H6 investigation conclusions d17: photo analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an afib - paroxysmal with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, when the device was noticed to be expired. Additional information was received indicating that the expired device was used on a patient. The user facility received the device prior to the expiration date. The user facility had the device in their consignment stock and it expired during storage.